Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they were hospitalized and had 3 surgeries, it could not be determined how this was related to the reported malfunction. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Please not the initial MDR was submitted with (B)(4). And has been corrected to reflect (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they were hospitalized and had 3 surgeries, it could not be determined how this was related to the reported malfunction. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged event date, (B)(6) 2026, that the urgent low soon alert was disabled. At 03:49 pm, the estimated glucose values dropped below the low alert threshold (75 mg/dl), but the app did not deliver low alerts as the device notifications were disabled. At 04:08 pm, the app was opened in the foreground, and the low alert was acknowledged in-app. After acknowledgement, the egvs remained below the low threshold until 04:29 pm, but the app did not deliver additional low alerts as it was set to an 85-minute snooze. No additional patient or event information is available.